Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Sales rep has reported that the device malfunctioned. The instrument piece was broken at the distal tip.

Manufacturer narrative:
Information received on october 30, 2017 indicated that the received device was not a stryker product. Supplier of the reported device indicated that upon inspection of the complaint sample, the reported lot number was confirmed. This complaint sample is not a (B)(4) and was not sold to stryker. This is a greatbatch owned device sold to another customer. Supplier will contact that customer to notify them of this event and complaint sample.

Event description:
Sales rep has reported that the device malfunctioned. The instrument piece was broken at the distal tip. Information received on october 30, 2017 indicated that the received device was not a stryker product.